Event description:
Boston scientific received information that after this patient's pacing thresholds increased, remaining device longevity decreased from 1.5 years to <.5 years remaining. However, a magnet rate of 90ppm was still noted. Additionally, the patient was complaining of his heart rate being too fast during simple tasks. A boston scientific technical services consultant discussed the clinical observations with the caller. No adverse patient effects were reported. Ten months later, the device was returned for testing. The date of device explant is unknown.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. No explant date was provided by the customer and resets that occurred at and/or post explant erased any ert that occurred while implant, it is unknown if the device declared ert while implanted.